Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited an air in line alarm during infusion. There was patient involvement, no patient injury was reported.